Event description:
It was reported that during the procedure, after t1 deployed, the t2 implant would not deploy when the knob was pressed. T1 was removed from the patient. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent. No suture or ts remain on the insertion needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.